Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there have been many low impedance paces since an atrial lead warning occurred, and the unipolar impedance was found to be higher than the bipolar impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.